Event description:
Reportedly, prior to the implant of the ICD involved in this MDR report, the device was interrogated in its commercial packaging: a battery voltage of 6.39v and a magnet rate at 94min-1 were displayed. The physician considered it was a magnet rate depression and decided not to implant the device which was returned for analysis. Another ICD (ovatio dr) device was successfully implanted.

Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was mfg and used outside the united states. Method - device follow-up files were analysed. (B)(4). Conclusion: ovatio (B)(4) was mfg on 5 june 2007. On 17 dec 2007, the device was just over 6 month old, i.e. The minimum acceptable battery voltage of 6.36v and magnet rate of 94 min-1 correspond to the observed battery voltage of 6.39 v and magnet rate of 94min-1 upon interrogation. According to these data, there is no device failure. The reported behaviour is related to the normal battery behaviour over time.